Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 9th complaint for the lot# 8046825 for the same defect or symptom. Previous complaints: (B)(4). There was no documentation of issues for the complaint of batch 8046825 during this production run. Root cause description: undetermined. Rationale: no sample provided.

Event description:
It was reported that seven bd posiflush¿ normal saline syringes experienced difficult plunger movement, being unable to press the plunger more than halfway down the syringe.